Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; e1; h2: h3; h4; h6. The reported event could not be confirmed. Visual examination of the returned device/provided picture identified the juggerstitch was returned without any packaging components/material and has been cycled 2 times. The flexible sleeve is at the tip of the needle and the sutures and 1 anchor were returned out of the needle. The other anchor was not returned with the device. There is debris at the end of the needle and on the pusher wire with teeth. The black push button functions with no issues. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign : poland customer has not indicated that the product is in process of being returned to zimmer biomet for investigation; however, an investigation of the reported event is in progress once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device did not open during implantation. Attempts have been made and additional information on the reported event is unavailable at this time.